Event description:
It was reported that approx 7 months post ivc filter implant, the physician experienced difficulties during a scheduled filter retrieval. A snare was used to successfully disengage the filter from the ivc wall, but the filter became inverted 180 degrees (upside down) within the ivc. The pt was referred to another facility, where an add'l retrieval attempt will be performed. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.